Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on 02/29/2016 on patient's behalf to to report a hardware error code displayed on receiver on (B)(6) 2016. The foreign distributor did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and failed to re-boot. The receiver log could not be download since it would not boot. The receiver case was opened for inspection and moisture damage was observed. The reported event of a hardware error was confirmed. The root cause of hardware error was moisture damage inside receiver.